Event description:
It was reported that the implantable pulse generator ipg was initially implanted too shallow or too deep. The clinical study patient had a surgical revision where the ipg and lead were repositioned. The physician assessed that the event was due to incorrect initial placement and was not associated with an adverse event or device deficiency. Additional information was received that the patient did not experience any symptoms however the physician decided to reposition the ipg because it could not charge.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7079125.

Event description:
It was reported that the implantable pulse generator ipg was initially implanted too shallow or too deep. The clinical study patient had a surgical revision where the ipg and lead were repositioned. The physician assessed that the event was due to incorrect initial placement and was not associated with an adverse event or device deficiency.